Event description:
The pt was in a lithotomy position. The doctor said that generator sounded different and asked the nurse to take the pad off. After they removed the pad they noticed an open blister/burn on the right thigh.